Event description:
Pt reported the infusion device displayed several e7 electronic and e8 power interrupt errors for 3 days. He changed the battery, but this did not resolve the issue. He also experienced hyperglycemia and is unsure if the insulin delivery of the infusion device is correct. Several attempts were made to follow-up with the pt, but these were unsuccessful. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.